Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. The customer did not allege a malfunction, however, it was observed during functional testing that the device did not meet manufacturing specifications. Evidence suggests this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. Ref: (B)(4).

Event description:
This device was returned in response to a field corrective action(fca). The fca addressed the incorporation of a pressure relief valve into the hose assembly of devices manufactured before a design change that became effective on may 13, 2009. During pre-testing of the returned device, it was discovered that the device was "running hot" and had "low rpm (revolutions per minute)". The device was not used in surgery as the reported condition was discovered during testing. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.